Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that a pump exchange took place on (B)(6) 2014. The cause of the exchange was noted as pump thrombus. No other info is available at this time.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the (B)(6) registry stating: pump thrombus. Pump exchanged. Additional information also indicated: signs and symptoms of hemolysis, signs and symptoms of heart failure, abnormal pump parameters and intravenous anticoagulation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 6¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the returned pump revealed a small thrombus formation surrounding the rotor¿s bearing ball. Its slight lamination indicates that this deposition likely formed over an undetermined period of time while the pump was in operation supporting the patient. A non-laminated deposition was also found between the rotor¿s blades. Its areas of denaturation suggest that this deposition was present during support. Further evaluation of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. A root cause for the formation of these depositions could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.